Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high when compared to hospital's device. Medical surveillance sent follow-up questions; however, customer service (cs) was unsuccessful in reaching the patient by phone. The complaint was classified based on information obtained from the cs representative during the patient's initial call. The patient alleged that the issue began in the (B)(6). The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. According to the csr's documentation, on an unspecified date/time in (B)(6), the patient's wife found him "senseless" (possibly unconscious) in the middle of the night; she contacted the emergency medical services (ems), the health care professional administered 2 IV fluids as treatment and transported him to the hospital; the patient reportedly regained consciousness approximately an hour later; and the patient reportedly was hospitalized for two weeks. The patient's previous blood glucose result (with the subject meter) prior to the onset of his symptom, is not known and it is not clear what action the patient took in response to his previous blood glucose reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. After the patient was found "senseless", it is not known if the patient's wife tested him with the subject meter and it is not clear if she attempted to administer treatment prior to contacting ems. Other that receiving IV fluids, it is not clear what other treatment(s) the patient may have received and his reading with the ems's meter is not specified. The reason for his hospitalization is not known. During the patient's time in the hospital (date/time unknown) the patient reportedly obtained blood glucose readings of "10mmol/l" with the subject meter and "7mmol/l" with the hospital's meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because, the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because, the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 (06/10/2013)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on 05/21/2013 with the following findings: the alleged complaint was observed on the error log, but pa was unable to reproduce failure in test. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.